Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the atrial channel of the pacemaker exhibited noise oversensing resulting in false mode switch and atrial tachycardia/ atrial fibrillation (at/af) episodes. Programming changes on the atrial sensitivity was made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.